Event description:
A fresenius field service technician (fst) was called onsite after a biomedical technician (biomed) reported that a blood pump rotor on a 2008t machine damaged bloodlines (brand unknown) during hemodialysis (hd) treatment. The fresenius fst replaced the blood pump module to resolve the reported issue. Arterial pressure was calibrated and the machine passed all functional testing and was returned to service. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. The initial report indicates that the patient did not experience a serious injury, adverse event, or require medical intervention as a result o the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The complaint sample consisted of a blood pump rotor which was returned with one of the rear guide sheave (polymer sleeve) dislodged from the guide pin. The sleeve appeared to be deformed. The sleeve can easily be removed from the guide pin. The sleeve was inserted back onto the guide pin and the returned rotor was installed onto a machine for testing. The patient test was performed with fresenius¿s combiset bloodlines and water at a blood pump rate of 120 ml/min for 15 minutes. The returned rotor did not puncture the bloodline, however, the rear sleeve was dislodged from the defective pin contacting the rim of the rotor housing. The deformation of the sleeve was caused by the sleeve contacting the rim of the rotor housing of blood pump module while turning. The manufacturer was able to determine a causal relationship between the objective evidence and the alleged event during their investigation, therefore the alleged event is confirmed.

Event description:
A fresenius field service technician (fst) was called onsite after a biomedical technician (biomed) reported that a blood pump rotor on a 2008t machine damaged bloodlines (brand unknown) during hemodialysis (hd) treatment. The fresenius fst replaced the blood pump module to resolve the reported issue. Arterial pressure was calibrated and the machine passed all functional testing and was returned to service. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. The initial report indicates that the patient did not experience a serious injury, adverse event, or require medical intervention as a result o the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite after a biomedical technician (biomed) reported that a blood pump rotor on a 2008t machine damaged bloodlines (brand unknown) during hemodialysis (hd) treatment. The fresenius fst replaced the blood pump module to resolve the reported issue. Arterial pressure was calibrated and the machine passed all functional testing and was returned to service. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. The initial report indicates that the patient did not experience a serious injury, adverse event, or require medical intervention as a result o the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer was able to determine a causal relationship between the objective evidence and the alleged event during their investigation, therefore the alleged event is confirmed.